Event description:
Facility alleges scale is inaccurate. Rn reports incorrect predialysis weight caused uf goal to be exceeded in treatment, resulting in low blood pressure and early termination of treatment.